Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was a speaker malfunction at nurses' station - no alarm - only beeps. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
This report is based on information provided by a philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was a speaker malfunction at the nurses station, no alarm only beeps. It is unknown if the device was in use at time of event, and there was no adverse event reported. The following functional tests and communication were performed: a philips bench repair technician (brt) evaluated the device and confirmed that the unit had no sound. When the device was opened up the speaker wire was found to be not connected to the system board. The brt reconnected the speaker wire to system board, reassembled the unit, and retested the unit. The speaker produced an audible sound. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected speaker wire. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The results of the global decision tree deemed this issue to be reportable for a loss of audio poses a potential safety risk, as there is no audible tone to alert the user of the failure, or the clinical staff could possibly not recognize a critical patient alarm. If this malfunction were to recur it could be a factor in a serious injury or death. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.